Manufacturer narrative:
Continuation of concomitant products: 4968-60 lead implanted: (B)(6) 2011, 407645 lead implanted: (B)(6) 2011.

Event description:
It was reported that impedance on both of the right ventricular (rv) lead's defibrillation coils had decreased. Left ventricular (lv) lead pacing impedance was also noted to have decreased. The leads remain in use. No patient complications have been reported as a result of this event.